Manufacturer narrative:
(B)(4). Exemption number: e2016031. Importer site contact and address: (B)(4). Importer site establishment registration number: (B)(4). It was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation. The device has been received, however, the evaluation is in progress. A follow up report will be sent to include the device evaluation. As the evaluation is in progress; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. A possible root cause for this complaint is the device kinked on insertion into the scope/handling, causing the buildup of pressure resulting in the flexor breaking. However this cannot be confirmed until the device is evaluated. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Follow up report is being submitted to update the investigation results. Initial MDR was submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". Customer was deploying the stent and it snapped before reached the "point of not return" wherein they were not able to use hte gun to deploy it. "As per complaint form": nurses were deploying the said stent and gun snapped before they reached the point of no return wherein they were not able to use the gun to finish placement.

Event description:
Follow up report is being submitted to update the investigation conclusions an device return. Initial MDR was submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". Customer was deploying the stent and it snapped before reached the "point of not return" wherein they were not able to use hte gun to deploy it. "As per complaint form": nurses were deploying the said stent and gun snapped before they reached the point of no return wherein they were not able to use the gun to finish placement.

Manufacturer narrative:
(B)(4). Exemption number: e2016031. (B)(4). Device evaluation: evo-fc-10-11-8-b of lot number c1381473 was returned to cook (B)(4), and was evaluated on the 17 jan 2018. Lab evaluation: upon evaluation of the returned device the following was noted: the lockwire was in place on return. The red shuttle deployment marker was at the back half of the handle. There was no stent exposure. Deployment and retraction were not possible. The device was dismantled during the lab. The flexor was seen to be broken at the shuttle cap. The stent was then deployed during the lab and there were no issue with the stent. Customer complaint confirmed as failure was verified in laboratory. The customer complaint was confirmed as the flexor was seen to be broken at the shuttle cap during lab evaluation. Root cause: a possible cause for the issue encountered may have been due to torturous anatomy causing a buildup of pressure resulting in the flexor breaking at the shuttle cap. Documents review: prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for evo-fc-10-11-8-b of lot # did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #; upon review of complaints this failure mode has not occurred previously with this lot #. IFU review: as per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. Summary: customer complaint confirmed as failure was verified in laboratory. The customer complaint was confirmed as the flexor was seen to be broken at the shuttle cap during lab evaluation. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. The customer reported the following complaint issue: ¿customer was deploying the stent and it snapped before reached the "point of not return" wherein they were not able to use hte gun to deploy it. As per complaint form: nurses were deploying the said stent and gun snapped before they reached the point of no return wherein they were not able to use the gun to finish placement.¿ the following additional information was provided: ¿1) did the patient require intervention or any additional procedures due to this event? "No" 2) did the stent partially deploy? "Yes" 3) can I confirm that the snap came from the handle? "Yes¿ it was originally indicated that the device involved in this complaint was being returned to cook ireland for evaluation, however, the device has not yet been received. If the device is returned, the investigation will be updated with the evaluation and a follow up report sent. As the device was not returned for evaluation; the cause of this complaint could not be conclusively determined. With the information provided a document based investigation was carried out. The customer complaint is considered to be confirmed based on customer testimony. A root cause will be determined on evaluation of the complaint device once returned. Prior to distribution all evo-fc-10-11-8-b devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. As per the instructions for use, notes section the user is instructed of the following: ¿visually inspect with particular attention to kinks, bends and breaks. If any abnormality is detected that would prohibit proper working condition, do not use". On review of the information provided, there is no evidence to suggest that the user did not follow the instructions for use. A review of the manufacturing records for evo-fc-10-11-8-b did not reveal any discrepancies that could have contributed to this issue. There is no evidence to suggest that this issue affects the entire lot #. Upon review of complaints this failure mode has not occurred previously with this lot #. From the information provided, there have been no adverse effects to the patient as a result of this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Initial MDR is being submitted based on the device malfunction precedence: ¿flexor kinked/stretched/broke/compressed". Customer was deploying the stent and it snapped before reached the "point of not return" wherein they were not able to use the gun to deploy it. "As per complaint form": nurses were deploying the said stent and gun snapped before they reached the point of no return wherein they were not able to use the gun to finish placement.